Manufacturer narrative:
The manufacturing and material records for the device involved in this event, as they pertain to the reported issue, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this prosthesis satisfied all required material, visual, and performance standards at the time of manufacture and release. A follow-up report will be submitted upon completion of the device's evaluation or availability of new information.

Event description:
The manufacturer was informed of the intraoperative explant of a perceval plus valve size l. The following provides a complete summary of all information currently available to the manufacturer. On june 18, 2026, a perceval plus size l was attempted to be implanted, but insufficiency was noted. The prosthesis was ultimately explanted and replaced with another perceval valve (unknown size). The manufacturer is following-up with the involved healthcare facility to retrieve further details on the event.